Manufacturer narrative:
The report that one of the leaflets of the heartmate iii (hm3) tunneling adapter broke off during the implantation of (B)(4) was confirmed through the evaluation of the submitted images. However, a direct cause could not conclusively be determined. The damaged adapter was discarded. The hm3 lvas IFU describes how to attach the tunneling adapter and how to create the drive line exit site. This document also instructs the user to confirm that the yellow line on the tunneling adapter is fully covered for a secure connection. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4) and no additional complaints have been reported at this time. The manufacturer is closing the file on this event.

Event description:
It was reported that the black adapter of the tunneling lance was damaged during implantation. After tunneling the percutaneous lead through the abdominal wall, the implanting surgeon noticed that one plastic leaflet of the black adapter was completely broken off. The broken piece of plastic was not found. The surgeon found no consequences for the patient and completed the operation in a standard manner. No further information was provided.